Manufacturer narrative:
The date of birth was not provided. The patient's weight was not provided. The heartmate 3 lvas was implanted during (B)(6). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in (B)(6). (B)(4). Approximate age of device - 55 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017.t was reported that the patient had blood in the stool for two days. The patient was admitted to the hospital and was found to have decreased hemoglobin and hematocrit levels. The patient received blood transfusion. A gastroenterologist was consulted, however; no further diagnostic procedures were ordered since the patient was clinically stable and no further bleeding was reported. The manufacturer's technical services reported that there were no unusual events seen in the submitted log file.

Manufacturer narrative:
A correlation between the reported gastrointestinal (gi) bleed and the left ventricular assist system (lvas) could not be conclusively determined. The patient is reportedly doing well and remains ongoing on lvas support. No product available for investigation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.